Manufacturer narrative:
The reported event could not be confirmed due to a lack of product and information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed, and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a shoulder arthroplasty, the patient was being considered for implantation of a patient-matched device due to a loose glenoid and a large amount of cement within the glenoid vault. Attempts have been made, and no further information has been provided.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery using a custom implant do to implant loosening.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 450217041, modular shoulder 17mm head; lot#: 990680. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. He investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.